Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squeaked. Product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and visual inspection noted no anomalies. Terumo's investigation is on going at this time. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).